Event description:
The balloon was a rally 2.0mm monorail balloon catheter. This was placed over a 0.014 inch hi-per flex guidewire through a voda vl 3.0 #8 french guiding catheter. The balloon angioplasty was to be performed in two branch vessels of the circumflex system. The second obtuse marginal branch was dilated successfully without adverse sequela. At that point, the angioplasty guidewire was re-directed into the distal circumflex. An attempt was made to cross this tight 80% stenosis with the rally balloon catheter. Resistance was met, evidentally because of the tightseverity of the circumflex lesion. More force was exerted on the shaft of the rally balloon catheter in an attempt to advance it across the lesion. At that point, a peculiar observation was made under fluoroscopy. As the shaft of the balloon catheter was advanced by the operator, the mid marker of the rally balloon catheter (which the operator, the mid marker of the rally balloon catheter (which is the only portion of that catheter tip which is actually visible) was seen to retract back up the guidewire in the circumflex vessel more proximally. At that point, the catheter shaft outside the body was again retracted. During this maneuver, the mid marker of the balloon was seen to again advance. This maneuver was repeated one additional time before it was recognized what exactly was taking place. At that point, the operator realized that the shaft of the rally balloon catheter, the portion which did not actually of the rally balloon catheter, the portion which did not actually ride the rail, was buckling and prolapsing into the lad. At that point, the balloon catheter was retracted entirely back into the guiding catheter. The patient began to experience severe chest pain. An angiogram was obtained and showed a severe, flow limiting dissection of the proximal lad, which preveiously had been a normal vessel. At that point, she was sent for emergent bypass surgery.the primary lesson learned by the operator during this case is that the rally balloon catheter, which has only a very short segment distally which actually rides the guidewire as a monorail, has the potential to buckle and prolapse into other vessels more proximally. This has the potential to cause great harm, including dissection of the artery as occurred in this case. In my opinion, the reason this happened is because the monorail segment has been shortened so substantially that portions of the balloon catheter shaft float freely within in the lumen of the coronary artery. If this rail portion was longer, so that the entire length of the balloon catheter that resided within the coronary artery was actually riding the guidewire rail. This buckling and prolapsing would probably not occur. Furthermore, if it did occur because the guidewire is radio-opaque (at least radio-opaque guidewires can be utilized), then buckling can be observed fluoroscopically. *(see #6 relevant tests for continuation)